Event description:
The customer alleged they received questionable free thyroxine (ft4) results for one patient on their e-module. The patient had an ft4 result from the e-module of 31 pmol/l. The customer stated the patient was tested in the customer's laboratory for a second opinion after a previous implausible result. The customer stated that in another hospital, ft4 was tested with the elecsys method and they also found elevated ft4 levels. The customer stated the sample was then tested using the abbott architect method resulting in a plausible result for ft4 of 14.3 pmol/l. Information on whether the 31 pmol/l and 14.3 pmol/l came from the same sample was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The ft4 reagent lot number and expiration date were requested but not provided. The specific date of this event was requested but not provided.

Manufacturer narrative:
This event occurred in the (B)(6).